Event description:
It was reported that the patient presented in clinic for a routine device check. Upon interrogation, the right atrial lead exhibited oversensing noise leading to inappropriate mode switch. No intervention or programming was performed. The patient would continue to be monitored. The patient was in stable condition.

Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Event description:
New information received noted that the noise oversensing resulting to inappropriate mode switch recurred on (B)(6) 2024. It was also noted that the ra lead exhibited low pacing impedance. No intervention was performed. The patient was stable.

Event description:
New information received noted that the noise oversensing resulting to inappropriate mode switch recurred on (B)(6) 2024. It was also noted that the lead failed to capture and exhibited high pacing impedance. Programming changes were made. The patient was stable.